Manufacturer narrative:
This complaint is related to (B)(4)/medwatch #1828100-2018-00413.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "battery cannot be charged - full backup may not be available" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the heart lung machine (hlm) was used for a cpb procedure on (B)(6) 2018. The team turned the unit on and prepared for cpb without issue. In the middle of the procedure the perfusionist heard a popping noise and she stated she smelled what appeared to be electrical smoke. In conjunction, the hlm gave her a message on the central control monitor (ccm) that the battery could not be fully charged and that backup may not be available. She continued the case without the loss of alternating current (a/c) power, therefore had no functional failure affecting patient perfusion. The field service representative (fsr) was able to troubleshoot the machine shortly after the incident and found that the power supply on the base had failed. The incident did not delay the surgical procedure, for she was on ac power the entire case. There was no blood loss or harm associated with the event.

Manufacturer narrative:
Please disregard previous submission as it was determined that this complaint is a duplicate of (B)(4) / medwatch #1828100-2018-00413.